Event description:
CT technologist loaded a pre-filled contrast media syringe into the faceplate/housing of a mallinckrodt-covidien optivantage ceiling mounted bedside contrast media injector and initiated injector procedure. The syringe "exploded" after delivering 41 cc's of contrast while delivering at a rate of 3.6 cc's/sec.it is unknown at this time whether the event was caused by a failure of the pressure sensing device in the arm of the injector or a failure of the syringe due to a manufacturing defect. The device is designed to deliver at 4.0 cc's/sec up to a psi limit of 300no issues were identified with the optivantage injector. Given that two additional events have occurred since this, the manufacturer has disclosed that they are aware of six other syringe failures in the u.s. They are requesting information on the syringe from this recent event. We pulled the injector out of service following this latest event. We are also considering requesting a new injector device.